Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine device replacement procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise. The lead was capped and replaced. The patient was stable and would continue to be monitored.